Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the device had a system failure. There was no reported patient involvement.

Manufacturer narrative:
H2) device evaluation: d9 date returned to manufacturer: 7/11/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have an "auxiliary control unit (acu) watchdog failure" and "primary audible alarm power on self-test (post) alarm. The cause of the customer reported problem was a defective main board and speaker. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board and speaker, recalibrated the pump, and the pump passed all functional tests and performed as intended after repair.